Event description:
It was reported that the patient underwent a plf to fuse t5-t12 due to pyogenic spondylitis at unknown date. The revision surgery was performed post this surgical procedure due to the loosening screws at t10 and t12. At the revision surgery, the pedicle screws and hooks at t10 and t12 were replaced. The domino and low profile cross link was added to that level.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.